Manufacturer narrative:
The returned device analysis did not confirm the reported gripper issue. The reported clip getting caught in the anatomy could not be replicated in a testing environment as it was related to patient anatomy or procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and return device analysis, a cause of the reported gripper issue could not be determined. The reported clip getting caught in the anatomy appears to be due to procedural circumstances. The reported tissue injury is a cascading effect of the reported clip getting caught in the anatomy. Additionally, the reported patient effect of tissue injury is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 2-3. It was noted the mean pressure gradient was 3.5mmhg. An ntw clip was inserted and advanced into the left ventricle (lv). While grasping, it was noticed the posterior gripper was not lowering. Troubleshooting was performed, but the issue was unable to be resolved. It was noted the clip became slightly caught in chordae, but was easily removed. Due to the gripper issues, the physician decided to remove the clip. Upon removal, tissue was visible on the clip. Another ntw clip was inserted, and grasping was performed. However, the gradient increased to 8mmhg. Therefore, the physician decided to remove the clip and discontinue the procedure. The gradient returned to baseline and mr remained at a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.